Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating, "the treatment for this patient was exploratory laparotomy with femoral and iliac stenting at previous impella site. The device was discarded at time of explant."

Event description:
73 year old female patient presented for high-risk angioplasty procedure with impella cp support. Case completed successfully and patient sent to coronary unit on support. Two hours later patient became hypotensive and returned to cath lab. Imaging completed to examine stents and potential internal bleeding. Anti-coagulation stopped. Impella device replaced with second impella cp, most likely due to bleeding from wound vac. Patient successfully weaned and explanted. Impella to be coded to hypotension and retroperitoneal hemorrhage, even though they are most likely procedural related, and not pump related. (Same patient related to (B)(6)).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.